Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent successfully deployed in the lad. On the following day the patient suffered an mi. Investigator indicated that the event was not related to the study device. No other clinical seuqelae were reported.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of the procedure.